Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried different troubleshooting steps such as using a working outlet and a tandem charging cable and wall adapter, but they experienced an unstable charging connection. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.